Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing kink event on (B)(6) 2024. The infusion set was in use for about two days. The blood glucose level was high (specific value unknown) and the patient was treated with correction bolus via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information was available.